Manufacturer narrative:
H3 other text : the device was evaluated by customer only.

Event description:
It was reported the battery cannot store power normally. There was no patient involvement at the time the issue was discovered.